Event description:
Caller reported a cartridge alarm 30 that occurred during pumping, which resulted in a blood glucose level of 326 mg/dl. Customer had not yet addressed the high blood glucose level. To resolve the issue, technical support arranged for a replacement pump to be sent, and the customer planned to use multiple daily injections as a backup therapy. Customer was instructed to put the pump in storage mode before returning it and to complete required training before using the replacement pump.